Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). From journal article: dhritiman chakrabarti md, gopala k.k.n, dnb, dm, and dheeraj masapu, md; adverse hemodynamic event due to floseal hemostatic matrix application, j neurosurg anesthesiol _ volume 00, number 00, 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hypotension and decrease in end tidal co2 (etco2) during a midline sub-occipital craniotomy with c1-2 posterior decompression and tumor excision in the prone position surgery in which floseal foam was used. It was reported that the patient suffered a sudden onset of hypotension and decrease in end tidal co2 (etco2) following the use of floseal. Fluid resuscitation and intravenous mephentermine (6 mg), was administered as treatment. The patient's hypotension improved and further episodes were treated symptomatically with intravenous fluid administration and mephentermine boluses. No improvement was noted in the etco2 with a decrease in the hemoglobin oxygen saturation. This was corrected by flooding the field with saline, patient put in trendelenburg position, increase fio2, fluid resuscitation and mephentermine boluses with a stable hemodynamic outcome reported. The patient maintained stable hemodynamics postoperatively. The patient was ventilated overnight and extubated uneventfully the following day. No further detail regarding the patient's outcome was provided. No additional information is available.